Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report numbers 1627487-2019-08050, 1627487-2019-08051, 1627487-2019-08052. It was reported that the patient developed an infection at the lead site. The leads were exposed through a hole in the patient's back. The patient is currently being treated with IV antibiotics and surgical intervention may be taken to further address the issue.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the entire system was explanted. Currently, patient is on IV antibiotics for 6 weeks.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.